Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an excessiv e current drain and that some parameters are not displayed on the programmer screen.